Manufacturer narrative:
The tip of the driver was found sheared off. The broken piece was not returned. The breakage occurred at the level of the run-out. The breakage appearance is typical of torsional overloading. No defect was found at the level of the breakage.

Event description:
It was reported that the tip of the screwdriver broke while removing a set screw during a surgical procedure. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.